Event description:
The patient's hcp has reported a child's parent put the personal diabetes manager (pdm) in manual mode, just temporarily as the patient was being sick. When the parent and hcp looked at the patient¿s glooko upload for that day, they noticed that when the manual basal was resumed it was set at 0.85 units per hour for a set time, instead of the 0.05 units per hour which is what the manual basal is programmed at during that time. The hcp reports they went through the pdm handset with the parent over the phone and we were not able to see any increased temp basal or anything during that time in history which would explain that high basal rate. Her max basal rate limit is also set at 0.50 units per hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.